Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2006.

Event description:
It was reported the patient developed a fever and sepsis. Additionally, vegetations were identified on an echocardiogram. The organism responsible was (B)(6). The implantable cardioverter defibrillator (ICD)  system was removed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.